Event description:
Reporter alleged customer may have eaten some of the desiccant from a vial of the test strips used by her daughter. It was stated the customer had an allergic reaction where her eyes became "blood shot" and she has a "rash on her face and neck." Reporter stated taking the customer to the doctor who stated she had an allergic reaction to something, however, doctor stated being unsure at the time. Reporter indicated the doctor gave the customer a steroid shot and a prescription of a medication associated with allergies. No other actions taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.